Event description:
Patient was here to have labs drawn via her port, so port was accessed, labs drawn, and port flushed per protocol. However, upon trying to de-access the huber needle, the safety device wouldn't engage and let the needle retract, so it manually had to be pulled out. No harm to the patient occurred. This was a bard power loc max 20 g 3/4" huber needle.